Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that using the angio-seal device, hemostasis was successfully achieved, and no abnormalities were observed until the patient was discharged. However, on the second day after discharge, the patient came to the hospital as skin color of thigh became red. The physician believed that leaked blood from the puncture site caused the leakage under the skin. There was no swelling of the lesion and the patient has been observed. The internal bleeding (subcutaneous bleeding) size is unknown. The patient is recovering and being observed. The procedure before deploying the device was carotid artery stenting (cas). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 fr. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. The patient had been resting 14 to 24 hours after the procedure. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient was treated for bleeding per allegation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).